Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting phone # (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating the system is not alarming immediately as values limits are exceeded. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) the customer device issue did not relate to the picix center, but rather to the monitor, and is independent of the software. The fse confirmed the customer had a question of the customizable configuration and a question about interpreting the observed behavior of the monitor. The fse confirmed there was no error with the device. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed